Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4196 implantable pacing lead implanted 2012 (B)(6); 5076 implantable pacing lead implanted 2012 (B)(6); 5076 implantable pacing lead implanted 2012 (B)(6).

Event description:
It was reported an infection occurred. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported an infection occurred. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.